Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 469 mg/dl at the time of incident. Customer was thirsty and tired. Customer reported that the insulin pump had pump error alarm and insulin flow block alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer reported that event was resolved by changing complete set. Customer declined troubleshooting for high blood glucose. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.